Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer alleging possible pump under delivery. The customer blood glucose level was 304 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The inform the section was incorrect with the initial report. The correct information has been provided with this report.